Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 600 mg/dl. Customer also specified other relevant blood glucose level was 335 mg/dl and 414 mg/dl. Customer treated with manual injection for high blood glucose. Customer also complained for no delivering alarm and it observed that it was resolved by changing complete set. The reservoir will not return for the analysis. The insulin pump will return for the analysis.